Event description:
It was reported that during use, the cs300 intra-aortic balloon pump (iabp) using the optical sensor, the waveform is displayed as being over 200mmhg. There was no effects on patients.

Manufacturer narrative:
A getinge field service engineer (fse) conducted the operations check, there was no reproducibility of issue and fiber optic test were ok. As a precaution the fse cleaned the sensor light receiving area and related connectors. Fse conducted an operations check based on the inspection record sheet and confirmed that the equipment is currently in good working order. Unit is cleared for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) using the optical sensor, the waveform is displayed as being over 200mmhg. There was no effects on patients.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.